Manufacturer narrative:
The investigation determined that the engen system was operating as intended. The investigation concluded that the most likely cause of the mis-associated patient information was user error while interacting with the engen lab automation im specimen lookup screen. The operator changed the contents of an existing sample carrier in the specimen storage lookup screen before the carrier position was erased in the im database which is inconsistent with the engen lab automation user documentation.

Event description:
The customer notified ocd that they observed patient information (demographics) that was mis-associated with a patient sample on their engen laboratory automation system. Mis-association of patient demographics and results may lead to inappropriate physician action. No erroneous results were reported outside the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).